Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted in (B)(6) of 2007.according to the complainant, the patient has been diagnosed with pelvic organ prolapse. All other information is unknown and unavailable.